Event description:
The customer reports that system stops working after 5 minutes.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.